Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer disconnected the call. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Note: manufacturer tried to make contact customer in a follow-up call to ensure that the meter is working as intended and after couple attempts made contact with nurse (melissa) who states that the issue is resolved, the child did not seek medical intervention and nurse sates that the meter is working as design. She could not provide products information, she states that she does not have them with her.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer refused to provide information regarding the user (child) or his information. No adverse event or medical intervention was reported. As call was being transferred to representative, customer had disconnected the call. Two call back attempts were made to try and reach customer. No further information was able to be obtained.